Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:58 am after the end user alleged that he was receiving higher than normal blood glucose results from his prodigy diabetes meter. The end user performed several blood glucose tests and received the following results - 356 mg/dl and 473 mg/dl. There were no significant symptoms but out of concern for the high readings the paramedics were called. Upon arrival they performed two blood glucose test with their meter and the results were 221 mg/dl and 178 mg/dl. No treatment was administered and there was no need for transport to the ER due to the fact that the end user's readings were within normal range. No additional details were provided in regards to this medical event.